Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed finish loading and after it was cleared, alarmed compromised force sensor error. The blood glucose reading was 198 mg/dl. The customer was advised that the device would be replaced, and was informed to return the product for analysis.